Manufacturer narrative:
Concomitant medical products: three peg patella 35mm 200-02-35, lgc tibial fit tray cem sz 3.5f / 3.5t 02-012-45-3535, logic cr femoral por, left, sz 3.5 02-010-04-0235. Device evauated by MFR: no device return anticipated as the devices were disposed of by the hospital. (B)(4).

Event description:
It was reported that a 73 yo female patient, weight 91.15 kg, that had an initial left knee procedure on (B)(6) 2021, underwent a revision procedure due to a stiff knee approximately 1 year 4 months post the initial implant date. They were revised to exactech devices. No explant will be returned as they were disposed of by the facility. The patient was last known to be in stable condition following the event. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
H7: z-0021-2022.